Event description:
It was reported that during a shoulder rotator cuff repair surgery, the electrode plate of the tristar wand fell off. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information received by the manufacturer stating that the electrode plate came off before being used in the patient, therefore, nothing broke inside the patient, has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
H3, h6: the tristar 50 icw device, used in treatment, was returned for evaluation. From the information provided, ¿during a shoulder rotator cuff repair surgery, the electrode plate of the tristar wand fell off before being used in the patient; therefore; nothing felt on the patient." A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Visual inspection shows extensive electrode erosion with contamination and scratch/scuff marks on the spacer and the return electrode. The screen is detached and not returned for evaluation, additionally, a ball wire electrode is missing. There are no manufacturing abnormalities visually observed with the returned device. The suction line was tested and is clogged by dried parts of tissue. A back flush could thoroughly clean the line and the suction performed as intended. The device excites low plasma at ablate/coag min./max. Settings on the remaining electrodes. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. H3, h6: results of investigation will be provided by a supplemental MDR once approved on our internal system.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the electrode plate of the tristar wand fell off before being used in the patient; therefore; nothing felt on the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. Results of the investigation have concluded that "the screen was detached and a ball wire electrode was missing. Additionally, the suction line was tested and was clogged by dried parts of tissue"; that means that the wand was used in the patient and the "broken tip" condition makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.